Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead had high pacing impedance and high capture thresholds. The patient was asymptomatic. Programming changes were implemented, and the patient was stable throughout the intervention.